Event description:
Initial complaint received by aesculap: 8/20/04: base joint malfunctioning. Several attempts to contact facility and surgeon for further info were unsuccessful. Medwatch received 10/20/04: during endoscopic resection of hypothalmic "harartoma", pneumatic arm used to hold endoscope froze in one place and could not be used for remainder of procedure-requiring manual stabilizational manipulation of endoscope, neurosurgeon believes resultant left hemiparesis (transient) and basal ganglia contusion resulted from failure of scope holder during surgery.

Manufacturer narrative:
Upon receipt, item will be forwarded to MFR for analysis, in another country.